Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the rash as red and itchy like a heat rash. Patient advised using a back scratcher which made the skin raw. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest for periods of time and to use a benadryl spray and medicated powder. Follow up indicated that the irritation is improving.